Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The customer reported the device alarmed and displayed "check vent blower temp high" while in use on a patient. There was no patient harm.

Manufacturer narrative:
The blower assembly was returned to the manufacturer for failure investigation. The blower assembly was tested and passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.